Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: device received for investigation. Vela unit was powered into user mode where the unit would ventilate normally and alarm xdcr fault. The reported complaint was confirmed through the events log and duplicated during functional check. Transducer pt802 (exhalation flow transducer (pt802) is failing.